Event description:
It was reported that the pt involved in the reported event was very obese pt and was sent to ICU after surgery. When pt was moving about in the bed, the catheter body and central lumen kinked and fractured, allowing a significant amount of blood to enter back into the gas line tubing. As a result, another catheter was inserted. Refer to medwatch #: 1219856-2007-00159 for the second event involving this pt.

Manufacturer narrative:
A f/u report will be filed if more info becomes available.